Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported during treatment an "air detected in cassette" was reported. The pd patient noticed that there was less solution in the bags than usual, and then noticed that there was some solution around the base of the cycler cart. The pd patient checked lines and could not determine where fluid leak was coming from. The patient cancelled treatment and no fluid leak was coming from cassette area. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient was not required to come into the clinic, no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed and stated the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment, thus no treatment was missed. Per pdrn the samples were discarded and were no longer available for evaluation. The disposable lot numbers were unknown.